Manufacturer narrative:
Correction within b5 describe event or problem: lesion length corrected from 50mm to 150mm. A1: patient identifier: (B)(6). A2: age at time of event: 66 years old at the time of study enrollment.

Event description:
(B)(4) clinical trial. It was reported that in-stent occlusion occurred. The subject underwent treatment with the eluvia drug-eluting stents on (B)(6) 2022 as a part of the elegance clinical trial. The target lesion was in the right distal superficial femoral artery (sfa) with 6 mm proximal reference vessel diameter and 6 mm distal reference vessel diameter with lesion length of 150 mm and 100% stenosis and was classified as tasc ii a lesion. Prior to target lesion treatment with study device, pre-dilation was performed by using 5.0 mm x 150 mm sterling percutaneous transluminal angioplasty (pta) balloon. Treatment of target lesion was performed by the placement of two 6.0 mm x 80 mm eluvia drug eluting stents study devices. Following post treatment, dilation was performed by using 5.0 mm x 150 mm sterling pta balloon, and the final residual stenosis was noted to be 0%. On (B)(6) 2022, on the same day of index procedure, during the treatment of target lesion, embolism and dissection of grade b was noted in the target lesion. In response to the complications, balloon dilation was performed followed by placement of bailout stent. Post treatment, the final residual stenosis was noted to be 0%. On the same day, the complications of embolism and dissection were resolved. On (B)(6) 2022, the subject was noted right limb acute ischemia due to stent occlusion. On (B)(6) 2022, on the same day of index procedure, occlusion noted in right distal sfa was treated with thrombolysis, mechanical thrombectomy followed by placement of bare metal stent and drug eluting stent. Additionally, right mid sfa, proximal popliteal artery, mid popliteal artery, distal popliteal artery, and anterior tibial artery were treated. Post procedure, the final residual stenosis was noted to be 0%. On (B)(6) 2022, the event was considered resolved. On (B)(6) 2022, the subject was discharged from hospital on dual antiplatelet therapy. It was further reported that the embolism and dissection were noted in the right distal popliteal artery and right anterior tibial artery respectively, not the target lesion as previously reported. In response, catheter-based thrombolysis was initiated with 1mg/hr actilyse post administration of 5mg bolus dose. Post procedure, subject was transferred to emergency department however, subject was noted with severe rest pain and physical examination revealed cold right foot, pulselessness distally. Hence, subject was transferred to operating room to recheck lysis and for emergent angiogram as subject's right leg perfusion was clinically deteriorated. Subsequently, angiogram performed revealed complete occlusion in the right femoral to popliteal artery. On (B)(6)2022, on the same day of index procedure, thrombotic occlusion noted in the right superficial femoral artery and popliteal artery was treated using angiojet aspiration thrombectomy. Repeat angiogram performed revealed dissections in right proximal/mid superficial femoral artery, and right distal popliteal artery which were treated by placement of 6mm x 120mm eluvia drug eluting stent and 6mm x 40 mm non-boston scientific stent respectively. Subsequently, occlusion noted in the right anterior tibial artery was treated by angiojet mechanical thrombectomy. Additionally, thrombolysis was initiated by placement of lysis catheter up to foot due to residual thrombus. On (B)(6) 2022, follow up angiography revealed significant improvement in the blood flow with open sfa stent, anterior tibial artery and posterior tibial artery and no high-grade stenosis was noted which required treatment. Post angiogram, subject was transferred to peripheral ward. Color-coded duplex ultrasound performed revealed normal findings and ankle-brachial index (abi) showed indices of 1.0 on both legs. On the same day, in-stent occlusion was considered to be resolved. The subsequent postoperative hospital course was marked by an unclear increase in infection parameters and intermittent fever. Hence, antibiotic therapy with amoxiclav 875mg/125 mg was started. Post clinical monitoring, subject's laboratory parameters were decreased, and condition improved. It was further reported that on (B)(6) 2022 during treatment of the target lesion, dissection of grade b was noted in the right mid popliteal artery due to non-boston scientific 0.018 guidewire and non-boston scientific catheter. Embolism was noted in the right anterior tibial artery after the pre-dilation of the sfa using 5mm x 150mm sterling balloon catheter. In response, catheter-based thrombolysis was initiated with 1mg/hr actilyse post administration of 5mg bolus dose, balloon dilation was performed, and bailout stent was placed.

Event description:
Elegance clinical trial the subject underwent treatment with the eluvia drug-eluting stents on (B)(6) 2022 as a part of the elegance clinical trial. The target lesion was in the right distal superficial femoral artery (sfa) with 6 mm proximal reference vessel diameter and 6 mm distal reference vessel diameter with lesion length of 50 mm and 100% stenosis and was classified as tasc ii a lesion. Prior to target lesion treatment with study device, pre-dilation was performed by using 5.0 mm x 150 mm sterling percutaneous transluminal angioplasty (pta) balloon. Treatment of target lesion was performed by the placement of two 6.0 mm x 80 mm eluvia drug eluting stents study devices. Following post treatment, dilation was performed by using 5.0 mm x 150 mm sterling pta balloon, and the final residual stenosis was noted to be 0%. On (B)(6) 2022, on the same day of index procedure, during the treatment of target lesion, embolism and dissection of grade b was noted in the target lesion. In response to the complications, balloon dilation was performed followed by placement of bailout stent. Post treatment, the final residual stenosis was noted to be 0%. On the same day, the complications of embolism and dissection were resolved. On 04-nov-2022, the subject was noted right limb acute ischemia due to stent occlusion. On (B)(6) 2022, on the same day of index procedure, occlusion noted in right distal sfa was treated with thrombolysis, mechanical thrombectomy followed by placement of bare metal stent and drug eluting stent. Additionally, right mid sfa, proximal popliteal artery, mid popliteal artery, distal popliteal artery, and anterior tibial artery were treated. Post procedure, the final residual stenosis was noted to be 0%. On 05-nov-2022, the event was considered resolved. On (B)(6) 2022, the subject was discharged from hospital on dual antiplatelet therapy.

Manufacturer narrative:
Patient identifier: (B)(6). Age at time of event: 66 years old at the time of study enrollment.

Event description:
Elegance clinical trial. It was reported that in-stent occlusion occurred. The subject underwent treatment with the eluvia drug-eluting stents on (B)(6) 2022 as a part of the elegance clinical trial. The target lesion was in the right distal superficial femoral artery (sfa) with 6 mm proximal reference vessel diameter and 6 mm distal reference vessel diameter with lesion length of 50 mm and 100% stenosis and was classified as tasc ii a lesion. Prior to target lesion treatment with study device, pre-dilation was performed by using 5.0 mm x 150 mm sterling percutaneous transluminal angioplasty (pta) balloon. Treatment of target lesion was performed by the placement of two 6.0 mm x 80 mm eluvia drug eluting stents study devices. Following post treatment, dilation was performed by using 5.0 mm x 150 mm sterling pta balloon, and the final residual stenosis was noted to be 0%. On (B)(6) 2022, on the same day of index procedure, during the treatment of target lesion, embolism and dissection of grade b was noted in the target lesion. In response to the complications, balloon dilation was performed followed by placement of bailout stent. Post treatment, the final residual stenosis was noted to be 0%. On the same day, the complications of embolism and dissection were resolved. On (B)(6) 2022, the subject was noted right limb acute ischemia due to stent occlusion. On (B)(6) 2022, on the same day of index procedure, occlusion noted in right distal sfa was treated with thrombolysis, mechanical thrombectomy followed by placement of bare metal stent and drug eluting stent. Additionally, right mid sfa, proximal popliteal artery, mid popliteal artery, distal popliteal artery, and anterior tibial artery were treated. Post procedure, the final residual stenosis was noted to be 0%. On (B)(6) 2022, the event was considered resolved. On (B)(6) 2022, the subject was discharged from hospital on dual antiplatelet therapy. It was further reported that the embolism and dissection were noted in the right distal popliteal artery and right anterior tibial artery respectively, not the target lesion as previously reported. In response, catheter-based thrombolysis was initiated with 1mg/hr actilyse post administration of 5mg bolus dose. Post procedure, subject was transferred to emergency department however, subject was noted with severe rest pain and physical examination revealed cold right foot, pulselessness distally. Hence, subject was transferred to operating room to recheck lysis and for emergent angiogram as subject's right leg perfusion was clinically deteriorated. Subsequently, angiogram performed revealed complete occlusion in the right femoral to popliteal artery. On (B)(6) 2022, on the same day of index procedure, thrombotic occlusion noted in the right superficial femoral artery and popliteal artery was treated using angiojet aspiration thrombectomy. Repeat angiogram performed revealed dissections in right proximal/mid superficial femoral artery, and right distal popliteal artery which were treated by placement of 6mm x 120mm eluvia drug eluting stent and 6mm x 40 mm non-boston scientific stent respectively. Subsequently, occlusion noted in the right anterior tibial artery was treated by angiojet mechanical thrombectomy. Additionally, thrombolysis was initiated by placement of lysis catheter up to foot due to residual thrombus. On (B)(6) 2022, follow up angiography revealed significant improvement in the blood flow with open sfa stent, anterior tibial artery and posterior tibial artery and no high-grade stenosis was noted which required treatment. Post angiogram, subject was transferred to peripheral ward. Color-coded duplex ultrasound performed revealed normal findings and ankle-brachial index (abi) showed indices of 1.0 on both legs. On the same day, in-stent occlusion was considered to be resolved. The subsequent postoperative hospital course was marked by an unclear increase in infection parameters and intermittent fever. Hence, antibiotic therapy with amoxiclav 875mg/125 mg was started. Post clinical monitoring, subject's laboratory parameters were decreased, and condition improved.

Manufacturer narrative:
A1: patient identifier: (B)(6). A2: age at time of event: 66 years old at the time of study enrollment.